Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right atrial (ra) lead dislodged. As a result, this ra lead was explanted, and discarded at the hospital. No additional adverse patient effects were reported.